Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the returned device confirmed that the distal port wire guide lumen was split. The split was from the distal tip of the catheter and back to 0.5cm from the tip. A 0.035" wire guide was advanced through the distal port wire guide lumen and advanced out the end of the catheter, visually confirming the damage is to the distal port wire guide lumen at the tip. We were unable to determine a cause for the damage to the tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) provides the following statement, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all haber ramp catheter are subjected to a functional test and visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook haber ramp catheter. It was initially reported that the physician advanced the wire guide into blue port to conduct radiography and found that the wire guide was not out from the distal end of the device but penetrated the side surface and out of the device. The physician changed to a new device to complete the procedure. There was no reportable information at this time. Per our evaluation of the returned device on 21 aug 2024 the tip has split and curled back. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.